Event description:
(B)(4). A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding: the instrument broke during a foot operation. This is report number 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records states that the manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Placeholder.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Our investigation shows that the tip of the bone spreader is broke off. The measurable dimensions of the broken instrument were checked as far as possible and found to be in compliance with the technical specification. We are not able to determine the exact cause of this occurrence. We can only assume that a mechanical overload caused the breakage of the tip. The instrument was analyzed for conformance to print specification, as well as the device history records were researched. No abnormal findings were identified. No product fault could be detected.